Manufacturer narrative:
Cmp-(B)(4). Concomitant products: unknown liner, unknown shell, unknown stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-03195, 0001825034-2017-03196, 0001825034-2017-03197.

Event description:
It was reported that a patient is being considered for a revision surgery on an unknown date for an unknown reason. No revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical product - unknown liner.

Event description:
It was reported that a patient was revised due to mild pain and discomfort. The initial procedure was done 20-25 years ago. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Review of x-rays could not confirm complaint.